Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The system logs showed error 23000, indicating the fault on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a known good system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the sensors check failed on yaw. Once testing was completed, the yaw searchlight pca was tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on the site to replace usm #3. The fse was not able to reproduce the customer reported error but replaced the usm for customer satisfaction and to potentially rule out an intermittent issue. The system was tested and verified as ready for use. Isi has not received usm involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer could not recover from a recoverable fault. A fault had occurred on universal surgical manipulator (usm) #3 after engaging an instrument. The intuitive surgical, inc. (Isi) technical service engineer (tse) asked the isi clinical sales representative (csr) to power cycle the system and emergency power off (epo) the patient side cart (psc). The system powered on and homed successfully. However, a fault returned on system power-up. The tse informed the csr that usm #3 needed to be replaced. The tse asked the csr to follow system prompts to disable usm #3. The surgeon needed all four arms and likely would be converting to traditional laparoscopic surgery. The csr requested that an isi field service engineer (fse) call as soon as possible to discuss service. The csr called back to report that the faults cleared when the usms were moved after undocking and a power cycle. The csr confirmed the surgeon converted to open surgery.